Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (n/a mg/ml at n/a mg/day), unknown drug (asked, unk n/a at asked, unk n/a), prialt (ziconitide, snx-111) (n/a mcg/ml at n/a mcg/day), unknown drug (asked, unk n/a at asked, unk n/a), and unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that the ptm keeps beeping 5 times once every 15-20 minutes and they have not been able to bolus since yesterday because of the beeping. An agent had patient connect to the pump with the ptm and the patient reported seeing the code for empty reservoir alarm. An agent redirected patient to healthcare provider to address the alarm.